Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited bubbled downstream occlusion sensor seal and error code during testing. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with bubbled downstream occlusion sensor seal and tamper seals missing. There was evidence of the reported error in the event history log. The reported problem was duplicated. After visual inspection, it was verified that the downstream sensor bubbled. The cause of the reported problem was due to dso seal degradation. It was recommended that the downstream occlusion (dso) seal and sensor be replaced as corrective action. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).